Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and battery tube threads, broken belt clip slot, minor scratches on lcd window and corroded battery tube.

Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were scrolling up by themselves. The customer was wearing insulin pump by the pool and it may have been exposed to perspiration. Her blood glucose level was 435 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.